Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the cgm reading was 40 mg/l and the bg reading was 25 mg/l. The patient´s daughter found her unconscious and called the ambulance. The patient can't remember any symptoms before she passed out. The patient was treated with IV and oral medication and taken to the hospital. The patient regained consciousness at the hospital. When at the hospital on (B)(6) 2025, the cgm reading was 341 mg/l, and the bg reading was 379 mg/. At the time of the report the patient was still at the hospital but feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.